Event description:
It was reported that the t:slim x2 pump battery would not charge, and the charging connection was unstable, requiring the caller to hold the cable in place for it to work. The customer attempted to use a different charging cable without success. There was no reported adverse impact. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.